Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had gradual increase in shock lead impedance over the past year. At the device revision procedure, the coil to can impedance measured high out of range at 138 ohms. Boston scientific technical services (ts) discussed performing defibrillation threshold testing and/or monitoring the patient. The device was explanted, and the lead remains in-service. No additional adverse patient effects were reported.

Event description:
Additional information was received that defibrillation threshold (dft) test testing during revision was successful with measurement of 77 ohms, and non-invasive shock impedance was 92 ohms. The plan was to continue routine monitoring via remote monitoring.